Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the associated device was returned and evaluated. The visual inspection revealed that one of the screws is missing from the device. The screw was not returned with the device. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: h6 (health effect - impact code).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a tka, the metal part of a universal pin driver became detached and a pin of a gii post ref a/p blk sz 7 broke off. Both failures occurred while the instruments were handled in the surgical site. The broken pin of the gii post ref a/p blk sz 7 was retrieved with a pair of forceps and accounted for as being complete. Surgery was resumed, without any delay, with the same device. Patient was not harmed as consequence of this problem.